Event description:
On 2/24/97, when a pt was being treated with subject device, 100% oxygen was delivered to pt, regardless of selected setting. Initial report indicated that there was "some injury" to pt, although details regarding the injury or the product were unavailable at that time. Unit was fully evaluated and repaired by hospital's clinical engineering dept prior to being back to the MFR. Further investigation revealed that when a clinician attempted to use subject device, nipple and surrounding nut on the oxygen inlet side of blender were missing. Operator attached a different hose with 2 female connectors, bypassing blender, which resulted in 100% oxygen being delivered to pt, instead of blended air and oxygen. Pt's gas intake was not monitored. Pt was weaned from oxygen and is reported to be doing well. No permanent injury was sustained. At the time of incident, the unit had been in service for at least a year without having been maintained. This product has been specifically designed so that inappropriate hoses cannot be attached to the wrong fitting. According to hosp the incident was the result of user error.